Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿reverse hybrid total hip arthroplasty: a survival analysis of 1082 consecutive cases with minimum five-year follow-up¿ by s. Jain, et al, published by the bone and joint journal (2018), vol. 100-b, no. 8, pp. 1010-1017, was reviewed. This study aimed to evaluate implant survival of reverse hybrid total hip arthroplasty (tha) at medium-term follow-up. The 1082 thas used were implanted between december 2005-march 2012. Implanted depuy products: 415 charnley elite cups, 667 marathon polyethylene cups, 1082 corail stems, 832 metal femoral heads, and 250 ceramic femoral heads. Results captured in (B)(4): 1 death due to postoperative pneumonia. 8 dislocations treated with closed reduction. 11 intraoperative unspecified periprosthetic fractures- 8 treated with cerclage and 3 required no intervention. The location of the fractures was not provided; therefore, this complaint captures the cup and the stem for fracture intra-op. 3 venous thromboembolisms treated pharmacologically. 1 sciatic nerve palsy that did not resolve at final follow-up. Treatment was unspecified. 1 femoral nerve palsy that was completely resolved at 6 months. Treatment was unspecified. Captured in (B)(4): 1 cup, head, and stem: death. Polyethylene cup: implant dislocation. Femoral head: implant dislocation. Corail stem: no reported product problem. Patient harms: nerve injury, joint dislocation, pneumonia, venous thromboembolism, fracture. Parent (B)(4) will capture the complications that were not identified by patient. The 26 revisions are labeled case 1 through case 25 in the attached guidance document and linked to (B)(4)." (B)(6) yo female patient implanted with a cemented charnley elite polyethylene cup, 28-mm metal femoral head, and ks9 corail stem. The cement used to secure the cup was a competitor product. Revised the stem and 7.80 years after index surgery due to periprosthetic femoral fracture. There was no reported product problem with the stem, femoral head, and charnley elite cup.